Event description:
It was reported that the external pulse generator (epg) displayed only zeros for the settings, and that the lower display would not come on. It was noted that when turning the epg off, as soon as the ¿off¿ button was pressed the device powered down. It was discovered that the battery voltage was too low. Once replaced with a good battery, the issue was resolved. The epg was restored to service and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).